Manufacturer narrative:
Patient was in his 60s. (B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), quality control, manufacturing instructions and trends, along with a dimensional verification, and visual inspection of the returned used and damaged device was conducted during the investigation. The visual examination revealed the hub was separated from the sheath, and the sheath shows ductile separation approximately 2 cm long at 2.5 cm from the hub and 1.5 cm long approx. 11 cm from the hub. There are marks on the sheath from where the sheath was removed from the patient using hemostats, which was probably the cause of the separation of the material. The coil spacing appeared consistent and within the target coils and no delamination occurred. The hub was separated from the sheath and shows significant deformation of the flare. This failure mode resulted in significant harm to the patient. Quality control confirms the security of fittings. The disc must be clean and free of debris and correctly positioned in the cap. The IFU instructs, "withdraw the sheath and dilator as a unit." It is also warned, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage," and the precaution, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when fit is tight." There is no evidence to suggest the product was not manufactured per specification. Based on the investigation, it was determined that the device experienced force beyond its design due to the severe deformation of the flare. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During a right leg angiogram, the physician was attempting to remove the sheath when the check flo came off of the sheath and the sheath uncoiled in two areas inside the patient. The sheath was removed by hand without the dilator inserted. The patient required overnight stay in hospital for monitoring. According to the initial reporter, the patient's anatomy was moderately tortuous and mildly calcified. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Event description:
During a right leg angiogram, the physician was attempting to remove the sheath when the check flo came off of the sheath and the sheath uncoiled in two areas inside the patient. The sheath was removed by hand without th e dilator inserted. The patient required overnight stay in hospital for monitoring. According to the initial reporter, the patient's anatomy was ,moderately tortuous and mildly calcified. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.